Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia 60mm articulating medium/thick reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates the device lot numbers were released meeting all quality specifications. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. Based on the trend, no product enhancements will be generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: surgeon tried to fire staples on low part of rectum with idrive ultra handle and the egia60amt as a first firing, after pushing the green safety button. After he pushed blue button to do it, I-beam began to advance forward properly. However, it got stuck and stopped moving, when it advanced forward about 1cm from the starting point of it. And then, he pushed the blue button to re-advancing I-beam, but it did not work at all. After that, he retracted it, pushing silver button. And when he carefully looked at the targeted tissue on which some staples were deployed (about 1cm), there appeared no obstacle on it, such as a clip. And also the patient had no history about ulcer on rectum. So, he ordered scrub nurse to replace the abnormal reload to new one (egia60amt). And then, he could succeed in transecting the targeted rec tum normally and properly with the used the idrive ultra handle and the new reload. There was no damage to patient at all.( there was not any blooding and oozing from the deployed staple line, after the I-beam got stuck.)